Event description:
During evaluation of a returned homechoice device, a high drain error 101 alarm was identified. The alarm occurred during night drain one on (B)(6) 2013. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event opened during investigation of cmplnt-(B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.